Event description:
It was reported that the cardiac system could not boot up. It was noted that check sum errors were present on the doghouse. Another unit was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an investigation. A tech processor pcb and associated software has been ordered and will be replaced when rec'd. It is believed that once replaced, the noted issue will be addressed. If additional info should indicate otherwise, a follow up report will be submitted as required.